Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there were alerts delivered for bradycardia and atrial fibrillation due to undersensing of post-ventricular contractions (pvcs). The device will be reprogrammed at the next follow-up to resolve the event, and the patient was stable with no consequences.